Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia); I was bleeding for 7 months straight') and abdominal pain upper ('immobilized from pain and stomach cramp') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included abnormal uterine bleeding. Concomitant products included enoxaparin sodium (lovenox), ethinylestradiol;etonogestrel (nuvaring), levonorgestrel (mirena), megestrol, oral contraceptive nos and warfarin. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia). In (B)(6) 2017, the patient experienced endometriosis ("other injury(ies) or complication(s) please describe: endometriosis diagnosis"). On an unknown date, the patient experienced genital hemorrhage ("general abnormal bleeding"), abdominal pain upper (seriousness criterion hospitalization) and abdominal pain ("abdominal pain"). The patient was hospitalized for 2 days. The patient was treated with surgery (uterine ablation and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital hemorrhage, abdominal pain upper, abdominal pain, vaginal hemorrhage, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, endometriosis, genital hemorrhage, heavy menstrual bleeding, pelvic pain and vaginal hemorrhage to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, pelvic pain , abdominal pain, back pain, menorrhagia, general abnormal bleeding, immobilized from pain and stomach cramps. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: results of essure confirmation test: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia);/I was bleeding for 7 months straight') and abdominal pain upper ('immobilized from pain and stomach cramp') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included abnormal uterine bleeding. Concomitant products included enoxaparin sodium (lovenox), ethinylestradiol;etonogestrel (nuvaring), levonorgestrel (mirena), megestrol, oral contraceptive nos and warfarin. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"). In (B)(6) 2017, the patient experienced endometriosis ("other injury(ies) or complication(s) please describe: endometriosis diagnosis"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain upper (seriousness criterion hospitalization) and abdominal pain ("abdominal pain"). The patient was hospitalized for 2 days. The patient was treated with surgery (uterine ablation and hysterectomy and bilateral salpingectom). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, abdominal pain upper, abdominal pain, vaginal haemorrhage, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, endometriosis, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, pelvic pain , abdominal pain, back pain, menorrhagia, general abnormal bleeding, immobilized from pain and stomach cramps diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: results of essure confirmation test: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Case become serious incident as essure was removed. Reporter, medical history and essure removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.